Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an implant procedure, that the pacemaker was implanted along with a tined right ventricular(rv) lead. It was stated that the right ventricular lead was dislodged when the physician finally stitched the pocket. The dislodgement was confirmed via fluoroscopy. The physician elected to reposition the right ventricular (rv) lead as the parameters were not good. The repositioning of the lead was unsuccessful due to a difficulty of removing the rv lead from the pacemaker header. The physician used a different wrench, but was still unsuccessful. The pacemaker and the right ventricular (rv) leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of physician could not untighten the setscrew to remove the lead was confirmed. Final analysis found set screw could not be loosened by normally with torque wrench and special tools with abnormal force was required to untighten the setscrew. A scanning electron microscope was used during analysis which confirmed that it was contaminated with foreign material epoxy in the connector block threads that caused set screw to be locked in place or require abnormal force to untighten. Final analysis concluded that a manufacturing anomaly may have occurred that left or caused the epoxy to be in the connector block threads.